Manufacturer narrative:
Evaluation sumary: it was caused due to a physical damage on the distal end. This device is classified as import for export, therefore 510k is not applicable. Model fb-15v is available in the USA with a 510k number k951199. This report is being filed as part of the pentax backlog management plan.

Event description:
On (B)(6) 2021, the user found that the scope had defective at its front end. Then, the user stopped using it. The time of event is unknown. There was no report of patient harm.